Event description:
Customer reportedly received the following mobile system/compact plus system results within 10 minutes: 160 mg/dl/40 mg/dl; 150 mg/dl/50 mg/dl. The comparisons were performed on different dates. Customer states he consumed glucose based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number 207231, expiration date 03/08/2011). (B)(6).